Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after feeling a vibratory alert. Upon interrogated no alerts were found. Monitoring will continue.